Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose levels were initially unknown but remained between 54-500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer used multiple daily injections for insulin delivery in the meantime. The pump was in warranty, and the customer was instructed to put it into storage mode and return the problematic pump using a pre-paid label within ten days, which the customer acknowledged and understood.